Manufacturer narrative:
Additional information: h4, h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a separation of the second clearlink and the tubing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink, continu-flo solution set detached from the distal y-site. This occurred while injecting the medication into the solute tube; the solute tubing separated in two near the injection site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.